Event description:
The reporter stated the surgeon implanted a 13.0mm icm 130v4 implantable collamer lens in the patient's right eye (od) in 2008. The lens was explanted the following month, due to excessive vaulting. Subsequently, the patient had elevated iop, narrowing of the angle and shallowing of the anterior chamber. The patient also experienced corneal edema, midriasis and iris atrophy. The patient's bcva is 20/20.

Manufacturer narrative:
Iris atrophy and midriasis.